Event description:
Event: conversion to open surgical repair. Case detail: it was reported that a retroperitoneal incision was performed to remove the jacket guard from the graft limb. The right graft limb thrombosed, and the contralateral wire in the left limb of the graft could not be advanced due to tortuosity and a thrombus formation. The physician elected to convert to surgical repair of the aneurysm, and to remove (partially) the ancure graft and perform an aorto-bi-fem. Additional info was not provided.